Manufacturer narrative:
The initial MDR submitted for this event contained information for a different event, that had already been reported. The information contained within this report correctly reflects the events reported. Fse arrived at the site to address the reported event. Fse confirmed the issue by reviewing chromatograms with p00 peaks in the reporting software log and by reproducing with patient samples. Fse replaced the uptake and purge check valves on the pump, reset the flow rate to factory settings (1.04 ml/min); then adjusted to 1.08 ml/min to bring the retention time to 0.59-0.60 minutes. The reporting software was also updated to the current version 3.13e. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 14555712 from 11nov2017 through aware date 11dec2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 4 screen operations & chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 211 peak pattern error: explanation: peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis & wash solution. 6.4 abnormal chromatograms: chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. The most probable cause of the reported event was due to failure of the inlet check valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
It was reported that the customer received "211 peak pattern" errors and split peaks between la1c and sa1c. Quality control (qc) and calibration were in range, and the column was reported to be new. The retention time for patient samples was 0.63-0.65 minutes with a flow rate of 1.13 ml/min. Technical support (ts) instructed the customer to adjust the flow rate to 1.16 ml/min, reboot, than recalibrate. The analyzer was not down. The customer called back to report that after the flow rate adjustment sa1c rt was still high at 0.63, 0.62, and 0.63 minutes. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse confirmed and reproduced the "708 x-axis" error, then cleaned and lubricated the x-axis rails, which resolved the issue. Fse validated the device. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 12nov2017 through aware date 12dec2018. There were two similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error explanation: operation error in x1-axis. Countermeasure: inspect x1-axis. Inspect x1-axis. Execute sl rotate. The most probable cause of the reported event was due to the sample loader being dirty and requiring lubrication.

Event description:
It was reported that the customer received more than twenty "708 x1-axis" errors with their g8 analyzer. The customer attempted the sample loader rotation; however, the issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.